Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for extra loose blade with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to extra loose blade was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd microtainer® quikheel¿ lancet experienced the protective cap coming off leaving the needle/blade exposed prior to use. The following information was provided by the initial reporter: customer found that needle was exposure out of quikheel case.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd microtainer® quikheel¿ lancet experienced the protective cap coming off leaving the needle/blade exposed prior to use. The following information was provided by the initial reporter: customer found that needle was exposure out of quikheel case.